Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The philips customer services representative reported that while upgrading the device software, the device presented an error. The device was then manually turned off and thereafter upon power on the device continually flashed the startup display and failed to fully power on. Note that the device had been removed from clinical use for this servicing. There was no patient involvement.